Event description:
Impedances were greater than 40000 ohms on some bipolar electrode pairs. X-rays were taken (date not reported). It appeared that one side of the lead was not properly connected. Surgical intervention was not indicated. No patient symptoms or other intervention was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.